Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating there was a speaker error message and the devices speaker completely failed. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone #(B)(6). A philips remote service engineer (rse) spoke to the customer and confirmed that speaker was faulty. The customer ordered a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.